Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to what appears to be multiple episodes of atrial fibrillation (af) with rapid ventricular response (rvr). The inappropriate shocks occurred outside of an isolated episode. Therapy was not exhausted. The patient was checked after the episode and physician adjusted the ventricular tachycardia (vt) detection timing to optimize therapy. The device remains in service. No additional adverse patient effects.